Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed psi test. There was no patient involvement.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed 30 psi test. Getinge field service engineer (fse) replaced drive regulator on unit. Preformed unit checkout. Unit passed all functional and safety testes. Cleared for clinical use. Patient involvement unknown. The failure analysis and testing department received the following part associated with this complaint: this part was received with a reported unit failure message of failed 30psi test. Performed visual inspection of this part received and part looks to be in good condition. Installed the drive manifold assy, into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual.the failure analysis and testing department could not verify the failure of failing 30psi test as per service representative, however the failure analysis and testing department verified the failure of vacuum leak diff prs. Failed with result of 31, the factory specification is +-25mmhg. Drive manifold assy, failed testing. I have chosen root cause grid ''service or business issue'' because the fat dept. Could not verify the failure of 30psi test failed, however the failure analysis and testing department verified the failure of vacuum leak diff prs. Failing with result of 31, the factory specification is +-25mmhg. Retaining the drive manifold assy. In the fat dept. As per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
The defective components were received for further investigation. The failure analysis and testing department received drive manifold assy. This part was received with a reported unit failure message of failed 30psi test. Performed visual inspection of this part received and part looks to be in good condition. Installed the drive manifold assy, into the cardiosave test fixture sn and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision q. The failure analysis and testing department could not verify the failure of failing 30psi test as per service representative, however the failure analysis and testing department verified the failure of vacuum leak diff prs. Failed with result of 31, the factory specification is +-25mmhg. Drive manifold assy, failed testing. The fat could not confirm the failure of the pressure test. However the drive manifold failed the vacuum test. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.